Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the lead frayed at electrode 2 after/during tunneling from insertion to pocket site. There were no known external factors, it remained undetermined how the lead had frayed. Troubleshooting was not performed as it was obvious the lead had frayed and could not be inserted into the header of the battery. The frayed lead was removed and a new lead was successfully implanted, it was reported the issue was resolved at the time of the report. No patient symptoms were reported, patient's recovery was normal. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the proximal end of the lead was stretched. If information is provided in the future, a supplemental report will be issued.